Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's daughter reported via phone call that the insulin pump was not working. The customer's daughter reported that they were hospitalized due to high blood glucose. The customer's blood glucose was 500 mg/dl at the time of incident. The customer's daughter stated that they were given insulin to treat the blood glucose. The customer's daughter stated that they were off the insulin pump due to pump not working. The insulin pump will not be returned for analysis.